Event description:
Customer reported insufficient reagent was added to wells a9 and a11 when performing the ot htlv I/ii elisa using summit. No error message was generated by the instrument. An fse was dispatched and was unable to duplicate the event. Plunger clamps, lld springs and stepper motor were replaced as a preventative action. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.